Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-6410 pumps tubing has a hole in the black pump balloon. This was discovered on (B)(6) 2022 during a shoulder arthroscopy. There was no patient effect reported, and no additional information provided.